Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the instrument data, which showed that the patient samples were processed after a failed dilution check. The cse discovered that the integrated multi-sensor technology (imt) system calibrations had high na slope values, indicating issue with the salt bridge delivery. The cse replaced the salt bridge cap, tubing, salt bridge fluid connector, and x2, x3 and imt waste tubing. The cse replaced the imt port due to protein build up and ensured that fluid was flowing correctly to bottom of port. The cse polished the port, and ensured that fluid is moving freely. The cse calibrated the imt and the na slope was within range. The cse ran quality controls (qc) on both levels, resulting within ranges. The cause for the falsely, depressed na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher and matching the patients' clinical histories. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely depressed na results.